Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that they were hospitalized due to high blood glucose on unknown date with unknown blood glucose. The customer's current blood glucose is 237 mg/dl. The customer was declined to troubleshoot for high blood glucose level. The customer's son was also reported that there was not cap on the res compartment. The insulin pump will not be returned for analysis.